Event description:
The facility representative reported a pump that was under-infusing during bio-med testing. According to the facility representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary: the evaluation was completed and the pump was tested for accuracy. The customer reported condition of under-infusing could not be confirmed during service testing.